Event description:
It was reported that the patient was experiencing diaphragmatic stimulation, and that the left ventricular lead had dislodged. The lead was abandoned by reprogramming the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.